Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 2 closed pouches from customer and 36 units from stock. Analysis and results: there are no previous complaints of this code batch of which (B)(4) units were manufactured. There are (B)(4) units in stock. Received two closed units from customer. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment strength of the closed samples received and the results fulfill the OEM requirements. Approx 36 units from stock have also been analyzed for needle attachment strength and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needle detached from the suture.